Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a severe hypoglycemic episode that required hospitalization. The user had reported unstable blood glucose levels and was manually adjusting dosing behavior prior to the event; the ilet was subsequently reset to factory settings.